Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level of 305 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous fluid, syringe, liter of saline, bolus with insulin pump. Based on customer¿s report customer does not allege insulin pump was under delivering. Customer reported insulin exited at the quick release. The customer also reported other significant event that lead to hospitalization was insulin flow block alarm. The insulin pump will not be returned for analysis.